Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17dec2018. The customer troubleshot with technical support. The customer found that the issue was with the external oxygen cell. The customer stated that the flow accuracy tests and oxygen concentration tests passed.

Event description:
It was reported that the ventilator oxygen concentration test was out of specification. There was no patient involvement. The event date was not specified; estimate used.